Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial and right ventricular channel. Due to this, a lead safety switch was triggered. Furthermore, it was noted that the right ventricular channel had noise. It was decided to perform follow up of the patient in the near future. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial and right ventricular channel. Due to this, a lead safety switch was triggered. Furthermore, it was noted that the right ventricular channel had noise. It was decided to perform follow up of the patient in the near future. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
A reanalysis of the associated investigation was performed. This evaluation determined that the high out of range impedance measurements on the device no longer are likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. Since the device has not been returned for analysis, it can be concluded that unknown factors most probably contributed to the event. The conclusion code was update to "no problem detected". This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial and right ventricular channel. Due to this, a lead safety switch was triggered. Furthermore, it was noted that the right ventricular channel had noise. It was decided to perform follow up of the patient in the near future. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.